Manufacturer narrative:
Correction to field h1: type of reportable event.

Event description:
It was reported that the patient experienced erosion. A surgical procedure was performed to replace the system. There were no patient complications.

Event description:
It was reported that the patient experienced erosion. A surgical procedure was performed to replace the system. There were no patient complications.